Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging moisture in the battery compartment and a battery life issue. The reporter stated the battery had been changed out three times and the battery life issue persisted. The reporter denied damage to the battery compartment and battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-mar-2019 with the following findings: a review of the pump black box data indicated one replace battery alarm (cs 128). The voltage was not low at time of the alarm. There was no evidence of short battery life observed in the pump histories. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. No leaks found during leak testing. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. The complaint of a battery life issue was shown in the pump history but not duplicated during investigation.